Event description:
A surgeon reported that a pt developed endophthalmitis following cataract extraction and intraocular lens (iol) implant surgery. A retinal specialist has seen the pt and a vitrectomy was performed, to date, the vitreous aspirate has not grown out any bacteria or fungi. Although the surgeon expressed that the most likely source of the endophthalmitis is bacterial, the surgeon feels it may be possible that the intraocular inflammation was related to a material present in the iol delivery system.

Event description:
The endophthalmitis developed approx 2 weeks following cataract extraction/intraocular lens implantation. The pt was hospitalizied for one day. Treatment included intravitreal and topical antibiotics and topical corticosterioids. The surgeon described the outcome as very good.